Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturer representative (rep) and healthcare professional (hcp) regarding a patient who was receiving 25 mg/ml morphine at 8.004 mg/day via an implantable pump for degen disc disease/herniated disc pain and spinal pain. It was reported that the patient's low reservoir alarm was occurring on (B)(6) 2019 because no provider was willing to manage the pump and help with a refill. It was initially stated the pump was planned to be replaced, however it was clarified that the surgery was intended to get the pump replaced per normal interval. It was later reported on (B)(6) 2019 that the pump went empty "three weeks ago". The hcp saw the patient on (B)(6) 2019 and did not get any medication out of the pump. It was noted the pump was last updated on (B)(6) 2018. The hcp did not interrogate the logs of the pump. The patient was experiencing acute withdrawal symptoms and had to go to the emergency room. It was unknown what date the patient went to the emergency room. It was noted the pump was close to the elective replacement indicator and the patient wanted the pump removed. No further issues were reported or anticipated.

Event description:
Additional information was received on 08-apr-2019 via clinic notes from a healthcare professional (hcp) who reported that the patient¿s medical history included back pain which began in high school. The patient was seen in the clinic on (B)(6) 2019 with a dried intrathecal pump. The pump had previously been delivering morphine at 8.004 mg/day. The patient had had a temporary rescue refill; however, she was unable to find a refill afterwards and her pump dried 3 weeks prior to (B)(6) 2019. The pump was dried totally with nothing withdrawn at the visit. The patient went to the ER (emergency room) after experiencing acute withdrawal symptoms (diarrhea, nauseous, hot/cold). Her symptoms had been gradually improving. The patient was in mild distress and showed some anxiety at the appointment. Her pcp (primary care physician) had given her a low dose norco prescription for temporary relief. At the appointment, the patient was given lucemyra #96 to help with symptomatic relief and was advised to take as needed as she was technically in a subacute phase already. The patient was also given norco (5/325 qid x 3 wks) and was advised to use this as a tapering dose to help with transition. The patient desired to have the pump removed and was being referred for pump removal; there was no plan for re placement. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The company representative was with the patient and interrogated the pump using the clinician programmer tablet/app. The pump logs read that the pump had been empty since (B)(6) 2019. It was noted that therapy was not intentionally discontinued. The patient did not have a managing physician, so she cannot get the pump filled. The pump was close to elective replacement indicator (eri) and would likely reach end of service (eos) before the patient finds a new managing physician, so they likely would not fill this pump again. The patient experienced withdrawal symptoms on (B)(6) 2019. The company representative was calling to silence the empty pump alarm and technical services assisted with silencing the empty pump alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-mar-19. No actions/interventions can been taken to resolve the issue. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.